Manufacturer narrative:
Concomitant products: product ID neu_unknown, serial # unknown, product type unknown; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 37092, serial # unknown, product type accessory. (B)(4).

Event description:
The patient reported their patient programmer was showing the poor communication screen and they were unable to communicate using the patient programmer. They have never been able to use the patient programmer without the antenna attached and the antenna appeared to be loose. The patient thought it was due to the position of the implantable neurostimulator (ins) as they noted it was tilted. The ins was always slightly tilted but over the last year has become very tilted. They were able to communicate using their implantable neurostimulator recharger (insr). The patient received a new patient programmer but their old antenna was not working with the new programmer. The patient had discussed revising the pocket with their health careprovider (hcp) but had declined. The patient had also met with their manufacturer representative for some minor programming adjustments however they did not note any change in therapy. The indication for use was for spinal pain. No interventions or outcome was provided however additional information has been requested and if received this event will be updated.

Event description:
Additional information received from the patient in response to follow-up reported that "replacement" was noted to be the step taken to resolve the tilted implantable neurostimulator (ins). The poor communication and the tilted ins was stated to have been resolved; "the new one works better than the old one ever did."